Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical Support guided caller through pump reset, malfunction did not recur after reset, customer was advised to continue using pump, reload cartridge independently, and call back if issue returned, and caller acknowledged understanding of instructions.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.